Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1007 indicative of charge time exceeding limitations. In addition, low battery indicator was noted. As a result, the device was explanted and successfully replaced on (B)(6) 2026. No additional adverse patient effects. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.